Manufacturer narrative:
Concomitant medical products: medline syringe swabflush (zr flush syringe w/integrated swabcap) model e0103-01, lot # 3127060, exp 01/01/2018; therapy date: (B)(6) 2016. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from FDA, which states "a nurse stated she had observed at least 3 times pca tubing leaking at a port with a flush syringe connected to it. It is unknown if the leak is from a faulty flush syringe or tubing port."